Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient did not think their implant was on, and had been off for a while because they had gotten tied up with other things; they wanted to check the on/off status of their implant. It was stated that, ¿for like a few months¿ the patient had wondered why the implant kept ¿kicking itself off;¿ they were not sure if there was some sort of electrical device that could trigger the implant to turn off. It was noted that they had met with the manufacturer representatives (reps) about the issue, ¿they didn't know how many times.¿ however, the manufacturer representatives stated that they were not made aware that the device had been ¿kicking itself off.¿ it was stated that the reps would turn the device back on and reset it. Troubleshooting included syncing with the device, and it was confirmed that therapy was on and set to 1.3v. It was reported that the patient did not feel it working; they did not think it was working because they had it set to 1.5v before, and they could feel it. The patient was able to increase stimulation to 1.5v, and stated that the stimulation was comfortable. It was noted that they were going on vacation soon, and did not want any problems while they were gone; they would be meeting with their healthcare provider this week. No further patient complications are anticipated or expected as a result of this event.